Event description:
It was reported that insulin pump displayed malfunction code 16-0x20e6, with no notable events occurring before issue and code could not be reset. There was no adverse impact to the customer¿s blood glucose level. Customer was informed that pump needed replacement, continued insulin therapy using replacement pump, and technical support arranged shipment and confirmed shipping details while distributor planned return of problematic pump.